Event description:
During ablation pass, the wire in the diagonal fractured and they were unable to retrieve it. As they were removing the wire another piece fractured and free floated in the iliac. Wire pieces remain in the pt. No surgery was performed and no pt injury reported.